Event description:
It was reported that; "after knee arthroplasty surgery on both knee in 2008, the pt got the revision surgery on her right knee two months later. This pt visited hosp again felt pain on her left knee. During arthroscope, surgeon found out the insert post was broken, and insert revision surgery was done immediately.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If device becomes available with additional info a supplemental report will be issued.